Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A CAPA has been initiated to address this issue. The root cause of this complaint cannot be determined.

Event description:
Same case as #6000089-2007-01734, 6000093-2007-02401 and 02402. It was reported that post coronary drug eluting stenting treatment procedure, a pt death occurred. Four taxus express2 drug eluting stents were implanted in the right coronary artery and left anterior descending artery, in 2007. Six months later, while undergoing dialysis, the pt's condition "suddenly changed". The pt was transferred to another facility, but ultimately died. Add'l information has been requested.